Event description:
A fax was received from (B)(6). The vigilance responsible of the hospital (B)(6) reported that: "a patient underwent a surgical procedure of thr on (B)(6) 2011 at (B)(6) hospital. On (B)(6) 2012, the patient underwent an unanticipated revision surgery due to necrotic reactive synovitis. The opinion of the surgeon is that the synovitis was caused by a suspected intolerance to cobalt/chrome."

Manufacturer narrative:
A review of the device history records indicate that the reported devices were manufactured and accepted into final stock between (B)(6) 2010 with no reported discrepancies. A review of the sterility records showed that sterile lots (20102771a, 20103011a, and 20103231a) were within specification. The complaint history review indicates that there were no similar events for the reported lot. The root cause could not be determined with the limited information available at the time of the evaluation. If additional information is received, it will be provided in a supplemental report. This is the same patient/evert as MDR # 9616680-2012-00564.